Manufacturer narrative:
Fujifilm investigated the logs left on the balloon controllers used in combination with this device. At the time when the perforation is thought to have occurred, there was no overpressure in the balloon. As the patient was an elderly person of 84 years of age, it is thought that the perforation occurred even without excessive pressure being applied. The UDI-di for this product in the united states is (B)(4).

Event description:
Double-balloon endoscopy has been started for endoscopic retrograde cholangiopancreatography in patients with reconstructed intestinal tracts using the roux-en-y method. The physician attempted to cannulate, but was unsuccessful. As it had been planned to move on to surgery if ercp was not successful beforehand, the physician removed the endoscope and found that the perforation had occurred. When the physician reviewed the x-ray images taken during this endoscopy, he found that the balloon of this device (overtube) had been over-expanded and perforated. The patient underwent surgical treatment. After the endoscopy, the physician inspected the devices used for this endoscopy, but found no abnormalities.